Manufacturer narrative:
D1 brand name was updated. Failure to advance: the cause of the failure to advance was determined to be patient condition as the patient had difficult anatomy and calcification of vessels preventing successful delivery of impella.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
61 year old male with history of coronary artery disease, ischemic cardiomyopathy, mitral regurgitation, diabetes, and hypertension. On 10/7 they underwent attempted placement of impella 5.5 in preparation for CABG procedure. They were unable to advance the device so the impella 5.5 implant was aborted and impella cp placed. 10/8 underwent cabgx3. 10/9 impella cp weaned and explanted without incident.